Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2022. Blood glucose reading was 511 mg/dl. The customer¿s current blood glucose value was 190 mg/dl. The customer experienced diabetic ketoacidosis symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump and injection. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer was admitted into hospital as a result of high blood glucose. The customer declined further troubleshooting. No further patient complication were reported. The customer will continue to use the device.